Manufacturer narrative:
(B)(4). The device was not returned for analysis. Unused, sterile representative samples were successfully tested and no malfunction was noted. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three other indeflators referenced are being filed under a separate medwatch MFR number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending coronary artery, there was a recurring problem with the 20/30 indeflator. Four indeflators were used and the same problem occurred with all four: they would inflate well but then wouldn't deflate. The procedure was successfully completed with a fifth indeflator. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.